Event description:
I have been using the libre 3 insulin sensor for about a year now. The product is faulty and unreliable. It often shows incorrect high and low glucose levels so I have to check my sugar manually anyway. The sensor is supposed to last for 15 days and it stops working usually around day three I have documentation and photographs of all of the error messages I have received and even warnings that the product has been shut off to prevent harm to me several times. This sensor needs to be removed from the market immediately. The adhesive dries out and cannot even withstand a single shower. The cheap components do not work at all. I feel safer checking my sugar myself then trusting this device. It's abbott drug company libra 3 sensor for diabetics. Refer to additional documents in i2k.